Manufacturer narrative:
B3 date of event: approximated.

Event description:
It was reported that, during procedure, the console issued error code "all lasers malfunctioning". The error persisted even after the console was rebooted. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.